Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by feeling weak. Three days prior to the peritonitis diagnosis, the patient started feeling weak and was advised to go to the clinic; however, was not hospitalized for the event. It was not reported if the patient was treated for peritonitis. The cause of peritonitis was unknown. At the time of this report, the patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.